Event description:
The account alleged the brake caster would not steer and would pop out of the brake mode. No pt impact.

Manufacturer narrative:
The account replaced the brake casters to resolve the issue.